Event description:
During implant, the physician was not able to retract the stylet from the left ventricular lead. A different lead was implanted and there were no adverse consequences for the patient.

Manufacturer narrative:
The complete lead was returned in one piece with the stylet lodged in the lead. Visual inspection of the lead revealed stripped coating from the stylet was found bunched at the distal end of the connector which would have led to difficulty removing the guidewire/stylet. The connector pin and cap were pulled from the connector assembly which resulted in a stretched inner coil. This damage is consistent with that of excessive forces applied during the implant procedure. Electrical testing of the lead was performed and no anomalies were noted.